Event description:
Additional information was received which noted that the shock impedance measurements had been steady between 120 and 130 ohms. The shock impedance alert had been increased, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements. This rv lead had exhibited high out of range shock impedances a few years ago. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 125 ohms. It was noted that the increase was gradual. Troubleshooting and programming options were discussed. No actions have been taken and the patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.